Event description:
It was reported the patient experienced ¿stimulation in the wrong location¿ and an ¿overstimulation sensation.¿ it was further reported the patient¿s ¿stimulator was so far out of whack that she had to turn it off¿ sixteen days prior to report. It was stated the patient ¿had a pain in her arm all along¿ and that sixteen days prior to report her implantable neurostimulator (ins) was ¿stimulating her neck and shoulder instead of her arm.¿ it was noted that at that time the patient turned the ins off. The patient was redirected to her health care provider (hcp). Additional information has been reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient, product ID 3 776-45, serial# (B)(4), implanted: 2012-(B)(4), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).